Manufacturer narrative:
Chemistry testing on a unit retained from the same lot is in process at the manufacturing site. Batch record review is also in process.

Event description:
Our office reported that a female patient experienced an "eye infection". She reportedly used complete for one year. According to the patient's report, she was hospitalized for one week. Details of patient treatment and outcome are unknown.